Event description:
Pt called lfs alleging that their one touch basic enhanced meter was reading inaccurately erratic. Pt did not have any symptoms at the time of concern. Pt reported blood glucose results of "50 mg/dl", "40 mg/dl," and "100 mg/dl," performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt was taken to the emergency room and treated with medication for their diabetes. Pt explained that they never performed the control solution test and performed the check strip test only "when something was wrong". Pt had not been cleaning the meter according the instructions in the owner's booklet. The customer service rep walked pt through a check strip and it fell within the accepted range. Medical affairs called pt to obtain additional clinical info, however, there was no answer. It would have been helpful to know if the erratic readings were obtained the same day pt was taken to the ER, their diabetes medication regimen, blood glucose readings obtained at the ER, treatment provided at the ER, and if pt experienced any hypoglycemic or hyperglycemic symptoms prior or after testing with the reported meter. Based on the info provided it is unclear if the meter contributed to any serious injury. The meter is being reported due to the meter malfunction. The customer service rep replaced pt's control solution and check strip. Medical affairs specialist mailed a letter to obtain additional info.